Event description:
Customer reports unit needs new sram card. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the sram card and tested the unit for normal operation. Unit working normally.